Manufacturer narrative:
The device is returned, and an evaluation completed for it. The customer reported issue of contamination of the device was not duplicated. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. Test results indicate that no germs, including indicator organisms, have been found on this device in swabbing distal end unit, sampling solution instrument/biopsy/suction channel, sampling solution air/water channel, and sampling solution auxiliary water channel as per recommendations of from the commission on hospital hygiene and infection protection at the robert koch institute (rki) and guidelines of the (B)(6) limit values are: colony counts 37°c: 1 cfu/ml (lab method: membrane filtration of 10 ml rinse solution) indicator organisms are: e. Coli/other enterobacteria, enterococci, p. Aeruginosa/other non-fermenting bacteria or other hygiene-relevant bacteria like s. Aureus/coagulase-negative staphylococci. Upon inspection and testing of the returned device, it was observed that the device failed the leak test. Due to deformation of scope cover (s-cover), water tightness is lost. The distal end rubber coating (a-rubber) was deteriorated and had visible thread. Due to deformation of up/down knob, the play of up/down knob is out of the standard value. Forceps channel port has corrosion. Due to damage on channel tube (ch-tube), forceps cannot be inserted smoothly. Customer provided information of their reprocessing method. For pre-cleaning: aspiration of water through the instrument/suction channel. Flushing of air/water channel. Detergent used: neodisher multizym. For manual cleaning: brush points: instrument/suction channel, suction cylinder, instrument channel port, distal end areas around elevator. Brushes used: mtw cleaning brush set 5mm with valve brush. Disinfection is not performed. Detergent used: neodisher multizym. Automatic endoscopy reprocessor (aer): etd double detergent name: endoact. Disinfectant name: endodis. Device storage: drying cabinet edc plus. Device maintenance: by olympus. Device not sterilized.

Event description:
As reported for this event by the customer, the device tested positive for the presence of microbes and is contaminated. There is no patient involvement. There is no patient infection or harm to any patient as a result of this event. This device has tested positive for presence of microbes in a previous event (reported in medwatch with patient identifier (B)(6) and has been in quarantine since (B)(6) 2022. This event is the re-testing of the device prior to release for service. However, the device continues to be in quarantine due to presence of germs. Test results of (B)(6) 2022: presence of 19 cfu/ 20ml bacillus species in the rinse liquid of the biopsy channel. Conclusion: due to the renewed detection of pathogens in the biopsy channel, the device remains in quarantine and is closed for patient use. Repair of the device or exchange for new device is recommended.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user. Flushing was not performed for auxiliary water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.